Manufacturer narrative:
Event date is an estimate

Event description:
Related manufacturer report number: 3006705815-2021-03332. It was reported the patient started experiencing paralysis in both legs a few days after implantation of trial leads. Diagnostic MRI was performed and it was determined a hematoma had formed. Emergency laminectomy was preformed to evacuate the hematoma and remove the implanted leads. Reportedly, patient is recovering, patient uses a walker to walk and is also able to walk unassisted for sometime.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.